Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, displaying the system's bios screen during a cesarean section. Customer successfully rebooted the device, restoring access to required medication. Customer reported a 3-minute delay to the procedure. Name of the required medication was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, displaying the system's bios screen during a cesarean section. Customer successfully rebooted the device, restoring access to required medication. Customer reported a 3-minute delay to the procedure. Name of the required medication was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number: (B)(4). A field service technician evaluated the device and suggested replacing the station's all-in-one. The field service technician tested the original all-in-one while waiting for the replacement and was unable to replicate the reported issue. Replacement all-in-one installed and tested successfully. Customer confirmed device is operational.

Event description:
It was reported by the customer that a bd pyxis anesthesia station es system unexpectedly stopped responding, displaying the system's bios screen during a caesarean section procedure. Customer successfully rebooted the device, restoring access to required medication. Customer reported a 3-minute delay to the procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-mar-2021 to 30- mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system's original aio needs to be replaced with new aio. The aio was replaced and suggested rebooting whether it was working well. The customer stated that the aio screen was working fine. The system functioned as intended after the field service engineer troubleshot the device.